Event description:
We are having a growing issue with the baxter spectrum iq large volume infusion pump. These pumps generate a processor error where they shut the pump off during an infusion. This creates a major patient safety issue as the pump fails and turns off while infusing life critical medications. Has been seen on several (about 130 of 7900) of our pumps in-use majority while in-use was in an ICU environment. This case is not the first time. Problem started to appear in (B)(6) 2020 but only on a couple then. FDA safety report ID # (B)(4).